Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a ventilator's device sound abatement foam. The manufacturer received information alleging a ventilator inoperative condition. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Manufacturer identified e-152 and e-154 errors due to machine flow sensor issues and e-269 error due to system pca issue. All the listed parts were replaced and unit passed final repair test. The manufacturer concluded that customer's allegation of ventilator inoperative condition was confirmed.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Manufacturer identified e-152 and e-154 errors due to machine flow sensor issues and e-269 error due to system pca issue. All the listed parts were replaced and unit passed final repair test. The manufacturer concluded that customer's allegation of ventilator inoperative condition was confirmed.